Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. A visual inspection found no defects and functional inspection found no defects, device performed as expected. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. The blockage alarm can be triggered if the integrity of the device has been compromised in any way, such as kinks or folds in the tubing, if the tubing becomes loose or if the user puts their body weight on the tubing when lying down. The alarm feature of this device is a safety mechanism to alert the user of potential issues that could potentially affect or in some cases stop delivery of negative pressure wound therapy. The feature is specially designed to comply with global safety regulations to ensure safe and proper use. As no issues were found with the returned device, we have been unable to confirm the reported failure (blockage/full warning) and subsequently determine a root cause. No further actions by smith and nephew are deemed necessary at this stage.

Event description:
It was reported that during treatment the product was displayed and blockage/ full warning. The malfunctioning product was changed with another functioning renasys go product as soon as the event was discovered.